Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) connected with the customer and confirmed that the issue was related to the electrical outlet and not the pyxis system. The customer stated that a local electrician was addressing the problem and acknowledged for case closure. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a black screen and was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.